Manufacturer narrative:
(B)(4).

Event description:
It was reported that two xience prime stents were implanted in the patient in the on (B)(6) 2012. The patient was discharged from the hospital; however, presented to the hospital suffering from cardiac arrest on (B)(6) 2012 and was rehospitalized. Coronary angiography was performed and thrombosis was observed. Thrombus aspiration was performed; however, the patient passed away on (B)(6) 2012.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency and the product was not returned. The reported patient effects of cardiac arrest, thrombosis, and death as listed in the (B)(4) xience prime everolimus eluting coronary stent system instructions for use are known adverse event associated with coronary stenting procedures. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling. The additional xience prime referenced is being filed under a separate medwatch report.